Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on monday(B)(6) 2018 around 6:30 pm due to hypoglycemia and possible over delivery of insulin. The customer reported that she had low blood glucose levels of 1 mmol/l at the time of incident. The customer current blood glucose levels was 9.8 mmol/l. The customer stated that she was treated with dextrose tablet and food. It was reported that she was found unconscious on a sofa sleeping and was not able to wake up. It was reported that the she was taken to the hospital via ambulance and was discharged after few hours. It was reported that she was off the insulin pump for almost a days ago and woke up tuesday morning (B)(6) 2018 with high. Troubleshooting was performed. The customer was able to complete the carelink upload. The customer does not alleged that the insulin pump was over delivering. Product is not expected to return.